Event description:
The technician alleged that when the brakes were set they would ratchet from side to side if the bed was pushed. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.